Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as one that did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the observed device failure. As received, the lead was observed to have an instrument mark (nick) on the lead segment inside the paddle. Testing of the device revealed that channel 12 measured open. The open channel was due to a broken wire inside the paddle near the channel 12 electrode. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
An un-implanted lead was returned to the MFR for analysis where it was confirmed to be out of spec.